Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer is alleging that a heating pad caused a burn to her neck.